Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Functional evaluation to include occlusion testing was performed. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated as the pump occluded at 20 pounds per square inch psi three times at different stations. Root cause of the reported event and who caused the reported event is unknown and could not be determined. It is possible that the distributor is using old or worn sets for checking occlusion. The downstream occlusion sensor was calibrated and the sensor seal was changed as a precaution. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem could not be duplicated. The root cause of the reported problem could not be determined, however the device was calibrated and the seal was changed as a precaution.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.